Manufacturer narrative:
The complainant in (B)(6) did not return for investigation the impella product. The information shared via registry did not lead to a root cause that ties the presumed hemolysis or bleeding to the use of impella. The cause of the access bleeding was the high act values and improper anticoagulation while the injury, of presumed hemolysis, was due to improper pump positioning. The failure mode will be monitored and trended.

Event description:
A patient was admitted via the emergency room in (B)(6) suffering from an acute myocardial infarction and cardiogenic shock. He had ECMO placed and this was followed by coronary angioplasty with an impella cp placed for hemodynamic support. The patient's condition was poor and after 2 days on support the patient expired from hypovolemic shock. After approximately 1 year there was a registry shared inclusive of this patient and abiomed was notified that during the support the patient experienced signs of hemolysis that prompted the team to infuse blood products. The exact amount of blood products infused was not shared. The blood products also benefitted the patient who was suffering from bleeding at the impella access site. There was thought that perhaps the patient was suffering from dic (disseminated intravascular coagulation) which could have contributed to the blood loss.